Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # 255c87. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with damage to the proximal nozzle and the left shroud soft touch material and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle and shroud to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: after positioning the instrument jaws, close the jaws by squeezing the closing trigger until it locks. An audible click indicates that the closing trigger and the jaws are locked. Ensure tissue is not under tension. When the jaws of the instrument are closed, the red firing trigger lock and dark gray firing trigger are exposed. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Or unintended anatomic structures are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, inability to open the instrument jaws, and/or bleeding, leakage, or disruption. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Incomplete staple lines may result in tissue damage or bleeding. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 255c87, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon performed a colostomy takedown. Ech60s was fired twice with gst60b. On the second firing, a leak was detected when the leak test was performed. Bubbles were apparent and the surgeon had to oversew. No patient consequences reported. No further information is available.